Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. (B)(4). Post market vigilance (pmv) received one endo gia* 45mm articulating extra thick reload opened by the account without the packaging. The product expiration date cannot be verified as the lot number was not reported. The visual inspection of the returned product noted. {reload} __the reload was pre-fired and engaged in interlock. __the jaws open. Pmv performed functional testing which included. Pmv instrument number used in testing 0139. {reload} **the reload was loaded into a pmv instrument for functional testing. **the reload locked securely in place and was applied to test media. **the interlock was overridden, all staples were placed and test media was cleanly transected. **the jaws opened after the instrument return knobs were retracted. **the reload interlock was tested and found to function properly.

Event description:
The product was returned with no reported condition.